Manufacturer narrative:
E1: initial reporter address 2: (B)(6). Detailed product information was not provided to bsc. Good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that prior to procedure, it was found that the fiber and debris shield used was damaged. It was noted that the fiber was broken. The procedure was completed with the original console. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6). Detailed product information was not provided to bsc. Good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported broken fiber cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that prior to procedure, it was found that the fiber and debris shield used was damaged. It was noted that the fiber was broken. The procedure was completed with the original console. There were no patient complications.